Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that they received a button error alarm and the insulin pump had motor error alarms. The customer's blood glucose was 140 mg/dl at the time of incident. The customer's blood glucose was 180 mg/dl prior to the event. The caller stated that they attempted to bolus and everything was locked up then they removed the battery and received the button error alarm. The caller was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.